Event description:
It was reported that the physician felt resistance when inserting the guidewire into the introducer needle and the guidewire was failed to advance. It was further reported that another device was used to complete the procedure. There was no reported patient injury. (B)(6) 2022: the returned guidewire was kinked.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a guidewire stuck in a needle is confirmed. One 18 g introducer needle and one 0.035 in. ¿j¿-tipped guidewire in a plastic hoop were returned for evaluation. An initial visual observation showed use residue on the returned samples. The guidewire was returned in the introducer needle with about 1.5 cm protruding from the distal tip of the needle. The guidewire was found to be stuck within the needle, and the guidewire was found to be kinked at the location it was protruding from the needle tip. The guidewire was found to be unbroken during tactile evaluation. A microscopic observation revealed damage on the bevel of the introducer needle. Once the guidewire was pushed out of the needle, a relatively large amount of biological residue was found on the portion of the guidewire that was within the needle. The damage observed on the returned needle and guidewire suggest the guidewire may have been retracted against the bevel of the needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of refr3771 showed no other similar product complaint(s) from this lot number.